Event description:
It is reported component cracked. Description: after IV catheter was placed, there was an attempt made to connect extension tubing set to IV hub. After connecting the extension tubing set to the IV hub, blood leaked at the clave when primed. Upon close inspection a slight crack was noted on the clave of the extension tubing.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.